Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a critical pump error alarm on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting was performed. The device was not bumped or dropped prior to the alarm. They did not receive any other pump error alarm prior to the critical pump error alarm. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.